Event description:
Boston scientific received information that this lead dislodged which caused high pacing thresholds and diaphragmatic stimulation. This lead was explanted and replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.